Event description:
The article, "gender specified in-hospital outcome after left atrial appendage closure with a dual occlusive mechanism device", was reviewed. The article presented a retrospective, single center study aimed to investigate gender disparities in in-hospital adverse events and short-term device-related outcomes in an experienced center using dual occlusive mechanism devices exclusively. Devices included in this study were amplatzer cardiac plug and amulet. The article concluded in a large cohort of consecutive left atrial appendage occlusion (laao) patients at an experienced center, gender was not linked to higher in-hospital complications. [The primary and corresponding author was jaroslaw heinrich, department of internal medicine, bundeswehrzentralkrankenhaus koblenz, rübenacherstr. 170, 56072 koblenz, germany] the time frame of the study was from september 2009 to december 2022. A total of 474 patients were included in the study, of which all received an abbott device. The average age was 76.47 years and the average gender was male. Comorbidities included atrial fibrillation, coronary artery disease, myocardial infarction, coronary artery bypass graft, heart failure, arterial hypertension, pacemaker, diabetes mellitus, chronic obstructive pulmonary disease, prior stroke, transient ischemic attack, prior major bleeding, renal disease, liver disease, labile international normalized ratio, malignant disease.

Manufacturer narrative:
Literature article: gender specified in-hospital outcome after left atrial appendage closure with a dual occlusive mechanism device. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, coronary artery disease, myocardial infarction, coronary artery bypass graft, heart failure, arterial hypertension, pacemaker, diabetes mellitus, chronic obstructive pulmonary disease, prior stroke, transient ischemic attack, prior major bleeding, renal disease, liver disease, labile international normalized ratio, and malignant disease. Some of the pre-procedural complications reported were death, cardiogenic shock, septic shock, stroke, myocardial infarction, bleeding, cardiac tamponade, device embolization requiring surgery/snare (surgical intervention), pericardial effusion, femoral artery pseudoaneurysm, arteriovenous fistula, hematoma, air embolism (transient st elevation), chest pain, acute kidney injury, fever, device related thrombus, and peri-device leak (residual shunt); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.